Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), after a successful valve deployment of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, the commander delivery system balloon ruptured upon contact with calcium near sinotubular junction (stj). The patient was stable. During withdrawal of the delivery system, everything but the nose cone was recaptured. The decision was made to remove the delivery system and sheath as a unit over the wire. There was no issue with the withdrawal until the devices were at the right common-external iliac where resistance was met. An attempt to remove again was made however, the patient's arterial pressure went flat. An aortic occlusion balloon was advanced up the left femoral sheath and inflated in the abdomen. The delivery system could not be removed so a surgical cut down of the iliac artery was performed. The delivery system was then removed and multiple stents were deployed from the iliac bifurcation down. The patient's arterial blood pressure never came back. The decision was made to discontinue care. Upon removal, the commander balloon was noted to have a circumferential rupture of the balloon. The distal segment of the balloon with the 3 prongs was noted to have 1 prong sticking out 90 degrees from the shaft with artery attached.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 component codes, type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon burst radially and longitudinally. Distal portion of inflation material slightly bunched over distal nose cone. Spring slightly stretched. Distal nose tip wings flared out. Imagery was provided from the site and there was heavy calcification in the sinotubular junction (stj) was noted. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed by visual inspection of the returned device and evaluation of the imagery provided. No visual abnormalities were observed on the returned sample. Customer post-procedural pictures of the devices matched evaluation findings. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mensio report provided, there was heavy calcification in the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 3ml was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigation's are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.